Event description:
It was reported that the healing abutment was cemented on by the patient. The event involved a fractured screw and damaged threads to the implant from the screw.

Manufacturer narrative:
Additional information received on dec 13, 2019 identified that the event involved a fractured screw. The fracture event caused the damaged implant threads. The healing abutment was cemented onto the implant by the doctor. There is no device malfunction against the healing abutment. Therefore, there will not be any further medwatch submissions against the healing abutment.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Patient's age not provided/unknown. Patient's weight not provided/unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the healing abutment would not fully seat onto the implant. The customer was unable to remove due to a lack of the correct tool. The patient will return to the office for removal.